Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. According to the investigation, false "air in line" message was duplicated during functional testing. The investigation reported that the pump faulty air detector was the caused of the reported problem. Investigator's replaced the pump faulty air detector to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information received a smiths medical cadd solis vip 2120 pump alarming air in line. No patient adverse events reported.